Manufacturer narrative:
Concomitant medical products10: dtmb1d4 crt-d implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead lead exhibited undefined impedance qualified as high. It was also reported that the right ventricular (rv) lead exhibited a lead failure during implant. The lv lead was capped and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lv lead exhibited impedances spikes and high thresholds with high probability of lead fracture.